Manufacturer narrative:
(B)(4). The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag was leaking near the ports at the bottom of the bag. This event was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was received for evaluation and an evaluation is complete. A functional leak test was performed and noted a leak at the port weld. A visual inspection was performed and noted insufficient port welding that caused the leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the insufficient port welding could not be determined. Should additional information become available a supplemental report will be submitted.